Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Cause was due to customer not having a current continuous glucose monitoring session. Customer consumed carbohydrates to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.